Manufacturer narrative:
The device and lead remain in service. This report will be updated following the planned lead revision.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) stored an episode showing t-wave oversensing. Technical services reviewed the device data in the remote monitoring system. The r-wave amplitudes were dropping, allowing the t-waves to be sensed. Technical services suspected the right ventricular (rv) lead was dislodged and recommended an x-ray to verify the lead position. The patient was at risk for inappropriate therapy due to this issue. One temporary option would be to adjust sensitivity to elevate the sensing floor, but new defibrillation threshold (dft) testing would be needed to ensure proper detection of ventricular fibrillation (vf). The field representative was made aware of these findings and discussed them with the physician. The patient was admitted to the hospital for a lead revision and no reprogramming of the device was done. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service with no further complications observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. It was noted that no lead revision had been performed when the patient was hospitalized in (B)(6). After the patient was released, a new follow-up was performed in (B)(6). The device and lead parameters were checked and found to be normal, so nothing further was done. The nurse at the hospital planned to request a boston scientific field representative to attend the patient's next follow-up to ensure no further episodes showing t-wave oversensing had occurred.